Manufacturer narrative:
Evaluation of valve found: extensive calcification, leaflet disruption due to calcification, host tissue overgrowth and host tissue overgrowth. These had led to stenosis and incomplete coaptation. Note: calcification and host tissue overgrowth are patient related issues. X-rays taken of returned valve.

Event description:
Reportedly valve explanted for unknown reason after six years and three months implant duration. No further information available.